Event description:
It was reported when the polyp was ligated, the snare was not released from the sheath and could not be removed. The physician cut off part of the treatment tool protruding from the forceps plug and only the scope was removed. The scope was reinserted and the procedure was changed to a polypeg procedure. It was later reported that the cause of the malfunction was that the wire broke when the slider was operated at the time of release, making it hard to remove the snare. Afterwards, a snare was inserted into the scope first, protruding slightly from the tip, and the snare was passed through the remaining sheath of the subject device, and the endoscope was inserted up to the ligation site and excised with a polypectomy. There were no health hazards or bleeding. The reported malfunction resulted in a seventy minute delay. A temporary fastening operation was performed at the time of release. The subject device was collected from the patient.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received: it was reported that a polypeg procedure is known as a polypectomy. Additional anesthesia was required, and the patient was not under general anesthesia. An (hx-400u-30) single use ligating device was required to be sterilized again. Additionally, the product was sterilized during the procedure a second time due to the expiration date had expired. The sterilization was expired for disposable products, so they were sterilized at the facility's discretion. The (hx-400u-30) single use ligating device was collected from the patient for additional endoscopic procedures. Information inadvertently left out: it was reported that the customer was aware of the use of the sterilized product. The user believes that this may have been the cause of the incident, and the user has advised that they will not do anything similar. Additionally, a request was made to the facility requesting the user to re-educate the facility regarding the use of sterile products.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (b5) and to provide additional information received (b5). The subject device was manufactured on sept 2020 based on the provided 3 digit lot information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the reported event 1 " the snare was not released from the sheath body and did not come off" occurred due to the following mechanisms. 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. However, the subject device was not returned, and the root cause of the event 1 could not be determined. Additionally, it is likely event 2 "sterilized and used products whose sterilization period has expired" occurred due to the user's misunderstanding of the proper handling of this product. The event can be detected/prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." "Do not use an instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk or cause tissue irritation." "The instrument is a single-use, disposable item. Do not reuse or attempt to sterilize it. Reusing the instrument could pose an infection control risk, cause tissue irritation or malfunction." Olympus will continue to monitor field performance for this device.